Manufacturer narrative:
Unit passed the displacement and self-test. Pump communicated and calibrated properly with test guardian link transmitter. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. Battery was removed and no pump error 23 occurred during testing. P-cap was attached and locked in place properly. P-cap was attached and locked in place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 23 and pump error 15 occurred on (B)(6) 2024 08:44 during event date in history file. Pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Pump error 23 is not confirmed. Pump error 15 is confirmed due to being found in history file and due to hardware anomaly. No communication pump to transmitter is not confirmed. No communication pump to mobile is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15: received the critical block and inverse critical block did not add to zero, pump error 23: received a post-reset ram crc alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was declined. The customer requested assistance with pump programming. Customer reported receiving a pump error. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.